Event description:
It was reported that the patient experienced a roller coaster pattern of highs and lows while using the ilet, and the caregiver inquired about announcing meals, potential hard versus soft resets, and changing targets; the medical device problem and device component could not be specified due to insufficient information, and treatment included oral glucose. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.